Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2020-apr-23 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. It was reported that the patient had picked a scab near their incision and the wound opened up. It was noted that per the hcp, the patient had very thin, fragile skin and the patient smoked "2 packs/day." The patient was to undergo a pocket revision on (B)(6) 2020, however, due to covid-19 restrictions the representative was not allowed to attend the procedure. The event was unresolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient had a pocket revision on (B)(6) 2020. As per the physician, all went well, and the pump and catheter remained implanted. No further complications were reported.